Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative was unable to reproduce the reported issue but did find some fluctuation in image brightness. The service representative reconnected the circuit boards. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system intermittently had the image being displayed disappear. No patient injury was reported.